Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that bulb of foley catheter was not deflating prior to removing from patient.

Manufacturer narrative:
The reported event was inconclusive. The conditions of the sample did not allow further evaluation. Visual evaluation of the returned four photo sample noted one opened (with original packaging), silicone foley catheter trays. Visual inspection of the first photo sample noted the overview of the packaged foley tray. The second photo shows the overview of the inflated catheter balloon with the syringe attached. The third photo shows the product lot number. The fourth photo shows the side of the foley tray. The reported failure could not be evaluated due to the poor condition of the photo sample therefore this investigation is considered inconclusive. No actions can be taken at this time since a root cause was not identified. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: this preconnected closed system foley tray contains: ¿ lubri-sil® all-silicone foley catheter ¿ statlock® foley stabilization device ¿ control-fittm outlet device ¿ anti-reflux chamber ¿ drainage tube ¿ collection bag (2000 ml) ¿ 3 foam swabs ¿povidone-lodine packet* ¿peri-care kit soap towelettes hand sanitizer ez-lok* needleless urine sample port lubricating jelly syringe / 10cc syringe of sterile water underpad / fenestrated drape / gloves / string hanger / sheeting clip / specimen container with label intended for use in the drainage and/or collection and/or measurement of urine. Generally, drainage is accomplished by inserting the catheter through the urethra and into the bladder. However, drainage is sometimes accomplished by suprapubic or other placement of the catheter, such as a nephrostomy tract. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that bulb of foley catheter was not deflating prior to removing from patient.